Manufacturer narrative:
(B)(4). Medical devices: guide wire: bentson, journey , guide cath: berenstein , sheath: 4-french. (B)(4). The device was not returned for evaluation. It should be noted that the graftmaster rapid exchange coronary stent graft system domestic instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Reportedly, a vertebral artery laceration occurred during spine surgery. The patient went into cardiac arrest and advance cardiac life support (acls) protocols were initiated. Vascular surgery was counseled emergently for intraoperative evaluation and intervention. In an effort to stabilize the patient cardiac compressions were started. The patient's blood pressure improved rapid arterialized blood flow was noted to be emerging from the cervical spine. A vertebral artery injury was suspected; however, the vessel was tightly lodged between two bony structures and could not be exposed for ligation or surgical repair. Direct pressure was used to aid in hemostasis. During this time the patient became hemodynamically unstable once again. Further acls protocol was performed. A guide wire and non-abbott catheter were advanced into the left vertebral artery. Multiple images were performed which ultimately revealed extravasation of contrast from the vertebral artery. A 2.8x19mm rx graftmaster covered stent advanced; however, due to the compressions, direct pressure being held, and multiple devices in the operative field, imaging was difficult. A hemostat was placed directly over the arterial injury. The covered stent was aligned with the hemostat and deployed. Thrombin and gelfoam were packed directly over the arterial bleeding site and direct pressure was held. Significantly decreased bleeding was noted. Despite decreased bleeding the patient remained hemodynamically unstable. After approximately 1.5 hours of acls protocol the patient could not be resuscitated. The patient expired due to cardiac arrest. The rx graftmaster covered stent did not cause or contribute to any complications or adverse events. No additional information was provided.